Event description:
It was reported the tip detached. A rotawire and wireclip torquer was selected for a procedure in a calcified lesion within the mildly tortuous proximal left anterior descending artery (lad). A rotalink plus was advanced using dynaglide mode through the guide catheter. During the angiographic check prior to atherectomy, it was observed that half of the radiopaque tip had detached and was in the septal branch. The rotawire was removed from the body and it was observed that the device was frayed. The procedure was stopped. It was not possible to retrieve the tip fragment within the vessel and no attempts were planned or performed to retrieve the fragment. There were no patient complications and the patient was in good condition. After a few days, the patient was treated with shockwave and stenting.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire body had a kink at 134.5cm from the proximal end. The spring tip at the distal end was found stretched and broken. The distal tip was missing. The outer diameters of the middle and proximal section of the device were within specification. The outer diameter of the distal section and overall length were unable to be measured due to the missing distal tip.

Event description:
It was reported the tip detached. A rotawire and wireclip torquer was selected for a procedure in a calcified lesion within the mildly tortuous proximal left anterior descending artery (lad). A rotalink plus was advanced using dynaglide mode through the guide catheter. During the angiographic check prior to atherectomy, it was observed that half of the radiopaque tip had detached and was in the septal branch. The rotawire was removed from the body and it was observed that the device was frayed. The procedure was stopped. It was not possible to retrieve the tip fragment within the vessel and no attempts were planned or performed to retrieve the fragment. There were no patient complications and the patient was in good condition. After a few days, the patient was treated with shockwave and stenting.